Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided, indicating that the procedure was a cataract removal with iol implant.

Manufacturer narrative:
Product evaluation: blood and solution was dried on the returned lens. One haptic was broken in the distal area. The other haptic was slightly bent in the gusset area. The optic was torn/split/cracked against a post of the lens case. The customer indicated the use of a non-qualified cartridge, with a qualified handpiece, and a non-qualified viscoelastic. The root cause may be related to a failure to follow the directions for use (dfu); the complaint information provided by the reporting facility indicates the use of a non-qualified lens/cartridge combination and a non-qualified viscoelastic. The use of non-qualified products may result in lens delivery difficulties or lens damage due to varying material properties. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The iol product history records were reviewed and documentation indicates the product met release criteria. There have been no other complaints reported in the lot. Product history records for the iol delivery system and cartridge could not be reviewed because the facility did not provide lot numbers or any identification traceable to the manufacturing documentation. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implantation procedure, the haptic of the iol broke while being implanted into the eye. The capsular bag became unstable due to manipulation during the procedure, and the patient was left aphakic. It was noted that no correction was needed, and no further procedures are planned at this time. Additional information has been requested but not received.